Manufacturer narrative:
The device is not available for return, the part number is not known, and the lot number is not known. We attempted to obtain more information about the device in question but were unable to get additional detail. The complaint could not be confirmed, and it is unknown if the device is actually ours. Root cause could not be determined. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device is not available for return, the part number is not known and the lot number is not known. We are attempting to get more information about it. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "a bovie grounding pad was placed on patients buttocks during her scheduled c-section, and as a result, she sustained burns and scarring."